Event description:
It was reported that multiple intermittent occlusion alarms occurred. Despite the occurrences, there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by clearing alarms and resuming insulin delivery, and requested follow-up assistance due to frequent occlusion events.